Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Blocked hollow drill with leading k wire, during drilling the drill stopped and would not perform further drilling. Procedure was performed with a hollow reamer from another set. This is 1 of 2 reports for this event, complaint (B)(4).